Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Rv insulation damage is suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No additional intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.